Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the package for the 2.75x16mm taxus express2 drug eluting stent was opened and a hair was found inside the package. The device did not come in contact with the pt. The procedure was successfully completed with another of the same size device. No pt complications were reported.